Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the ventricular lead exhibited high threshold. In addition, the pacing waveform displayed apical pacing. The physician confirmed the ventricular lead had dislodged to the apical. The lead was removed and the helix was cleaned accordingly. The physician attempted to reposition the ventricular lead, however due to the patient's abnormal vessel condition, the lead was unable to be fixated well. The lead was removed and replaced. No patient complications have been reported as a result of this event.